Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller working to recover ins that's been in overdischarge (od) for about a year. Pt stopped using their scs system because pt had a spinal fusion and pt wasn't having any pain due to fusion. However, pt had an unrelated spinal issue above the fusion area that requires an MRI so caller is trying to recover the ins so an MRI can be done. Tss reviewed ins recovery process from od and that they may need to do more than one physician mode recharge (pmr) (they are almost done with the 1st 60 minute pmr session). Reviewed clearing por and info and warning por types. Additional information was received. Caller was pts spouse. Caller called in stating the pt had back surgery over 1.5 years ago and a probably a month or two before the surgery they did not use the ins. The ins had been off so they had a medtronic rep come out to reset the ins. The rep reset the ins twice with a countdown but that did not work, the medtronic rep sent the pt home with a reset process and when they got home the insr was blank and would not charge. They never got a countdown and now it went to sleep and the only way to get the insr on was to have it plugged into the dtc for the insr would not turn on without it plugged into the dtc. During call the caller reset the insr and the insr would not turn on. The caller plugged the insr into the dtc and the insr showed the battery was at 3/4 and was blinking to full. Caller said the pt was going to get an MRI and need the ins charged. The pt just had s urgery and they wanted to see if the ins could provide relief. Caller noted they just found out the pt needed surgery again and they got injections.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), h3: analysis of the 37751 recharger (rtm) ((B)(6)) revealed a damaged recharge board. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.